Event description:
Info alleged that the head of bed had slow drift down. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Head of bed had slow drift down due to bad valve. Replaced the valve to resolve this issue.